Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook ivc filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to categorization form: [pt] alleges: "perforation of the posterior medial strut of the filter beyond the wall by approximately 3 mm. Possible perforation of the posterior lateral strut beyond the wall approximately 1 mm". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Additional information received from short form complaint filed 09dec2019: it is alleged that "[pt] received a cook celect filter on 21apr2016."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation submitted (B)(6) 2019 is still valid. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation is reopened due to additional information provided. The following allegations have been investigated: pain the reported allegations have been further investigated based on the information provided to date. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to acute lower extremity deep vein thrombosis (dvt), high risk for non-compliance, and fall risk. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing " pain. One of the legs of the filter extends beyond the wall of the ivc [inferior vena cava]" and "aches and pains in my groin area every so often". Per the (B)(6) 2018 CT (computed tomography) abdomen: "ivc [inferior vena cava] filter in place...apparent perforation of the posterior medial strut of the filter beyond the wall by approximately 3mm. Possible perforation of the posterior lateral strut beyond the wall by approximately 1 mm. No evidence of involvement of adjacent structures. No other complication identified".